Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. However, the insulin pump passed the functional tests and the back light functioned properly.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during the manual prime. Customer stated that the down button sticks and doesn't always work. Customer also stated that the light doesn't work. Customer reported that the insulin pump may have been exposed to sweat. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.